Event description:
It was reported that during insertion of the iab, the balloon would not unwrap. The iab was removed and a second iab was inserted. During this insertion, the pt's artery was perforated. There were no reported pt complications.